Event description:
The gastrointestinal suture anchor sets were being used on a pt receiving a g tube due to head and neck cancer in 2009. The physician crimped the metal anchors per "our usual technique, when it was noticed that one of the anchors loosened during the care. It was crimped again and appeared to hold at end of the case. However, this pt was re-admitted to the hospital, the next day. The suture anchors had loosened and the pt was found to have extensive pneumoperitoneum, even though the tube was in the stomach", the pt stayed an extra six days in the hospital. We were advised that two anchors were used. The pt outcome is unk at this time.

Manufacturer narrative:
Still under investigation at this time.